Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system stored hundreds of non-sustained ventricular tachycardia (nsvt) episodes containing oversensed right ventricular (rv) lead noise. Additionally, rv pace impedances had dropped from mid-500 ohms ranges to less than 400 ohms. Trend data became sparse over the last two weeks. Device data showed zero percent rv pacing, and this patient was not pacer dependent. With these observations, there were concerns about a developing lead issue, and further investigation was recommended. Additional information received six months later reported that this pacemaker system exhibited undersensing of smaller signals, following programming changes to address the previously reported noise with oversensing. Additional information received approximately 6 years later reported that the battery of this pacemaker was suspected to be depleting prematurely, and that a lead safety switch (lss) was triggered due to a low out-of-range pace impedance measurement less than 200 ohms. A recent longevity estimate showed less than three months remaining on the battery, however an estimate from last year noted 2.5 years remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally and the battery longevity had exceeded expectations. However, the voltage had now fallen below the expected level, which resulted in observed change in longevity projections. For this reason, there were concerns that elective replacement indicator (eri) may trigger within the next 60 days, and it was recommended to replace this pacemaker within the next 90 days. This pacemaker system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the battery appeared to have been depleting normally, and the device experienced difficulty calculating the estimated remaining longevity due to a higher-than-expected remaining battery voltage. This resulted in the observed fluctuations in remaining longevity. However, it is expected that the longevity remaining estimates would have stabilized prior to the device eventually reaching the explant replacement indicator.

Event description:
It was reported that this pacemaker system stored hundreds of non-sustained ventricular tachycardia (nsvt) episodes containing oversensed right ventricular (rv) lead noise. Additionally, rv pace impedances had dropped from mid-500 ohms ranges to less than 400 ohms. Trend data became sparse over the last two weeks. Device data showed zero percent rv pacing, and this patient was not pacer dependent. With these observations, there were concerns about a developing lead issue, and further investigation was recommended. Additional information received six months later reported that this pacemaker system exhibited undersensing of smaller signals, following programming changes to address the previously reported noise with oversensing. Additional information received approximately 6 years later reported that the battery of this pacemaker was suspected to be depleting prematurely, and that a lead safety switch (lss) was triggered due to a low out-of-range pace impedance measurement less than 200 ohms. A recent longevity estimate showed less than three months remaining on the battery, however an estimate from last year noted 2.5 years remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally and the battery longevity had exceeded expectations. However, the voltage had now fallen below the expected level, which resulted in observed change in longevity projections. For this reason, there were concerns that elective replacement indicator (eri) may trigger within the next 60 days, and it was recommended to replace this pacemaker within the next 90 days. This pacemaker system remains in service at this time, and the lead will be replaced once the pacemaker reaches eri. No adverse patient effects were reported.